Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens of -13.5/2.5/079 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. Without rotaton. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Claim#: (B)(4).